Event description:
It was reported the catheter would not go through a 5fr introducer without great force being applied. A 2nd catheter was used with the same results. The procedure was completed with no further complications being reported.